Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 07-mar-2016 checked hybrid arm cup pickup alignment, aligned hybrid arm. Checked x axis cup transfer to incubator and it was within specifications. Ran several cup transfer evluations and they were within range. Customer ran 2.5 racks of samples with no errors. The most probable cause of the reported event was a failure of the incubator rotation motor home detection.

Event description:
On (B)(6) 2016 the customer reported 4401 error - incubator rotation motor home not found, with their aia-2000 analyzer. Customer reported that the analyzer aborted the run. They did repower the 2000 with no errors but also said that the incubator did not empty. Performed an all set home and received the 4401 error. Opened up the hood and said that he could no see any dropped or tipped cups and also said that the incubators did run smoothly when the power was off. The customer is unable to run afp bhcg and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.